Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: one pump reboot event was observed in the black box on (B)(6) 2016. The pump was returned with no evidence of physical damage on the pump casing. A test cap was able to fit for testing. The intermittent power issue was not duplicated during the investigation. The pump was exercised for 24 hours with no loss of power occurring.